Event description:
It was reported the pt is not receiving adequate stimulation. The pt was reprogrammed but the issue was not resolved. X-rays showed the lead had migrated. F/u indicated there is no surgical intervention planned due to the pt having extensive scar tissue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.